Manufacturer narrative:
Hill-rom technical support suggested to check the side rail caregiver board. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right side caregiver control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self run up and then down. The bed was located on (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).